Event description:
It was reported that the swg was fragile after insertion and was difficult to advance the dilator. The event occurred in the surgical department to a female patient (B)(6). As a result a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Evaluation: one marked swg was returned for evaluation. The dilator mentioned in the complaint was not returned for analysis. The returned swg had multiple kinks, bends and offset coils throughout its length. Manual tug testing on each end of the swg showed no separations in the core wire. The od of the swg was measured and met specification. Under magnification, both end welds were intact and no separations were observed in the wire. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The device history records for the dilator were reviewed with no findings relevant to this complaint investigation. The reported complaint that the swg was fragile after insertion and as a result met resistance during dilator insertion could not be confirmed since the swg was returned without the dilator sample. However, the kinking and damage found on the swg sample indicates that it met resistance at some point during use. Based on the damage to the swg, the report that the damage and difficulty was met after the swg was inserted and without the dilator sample, the potential cause is undetermined.